Event description:
Philips received a complaint by the customer on the v60 indicating that the rate displayed zero. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the rate displayed zero. The remote service engineer (rse) advised the customer to reset the device by using the "restore default" function, but the customer requested onsite service. The investigation is ongoing.

Manufacturer narrative:
It was reported that the rate displayed zero. The remote service engineer (rse) advised the customer to reset the device by using the "restore default" function but the customer requested onsite service. A philips authorized service provider (asp) went onsite to further evaluate the reported issue. The philips asp performed a full performance verification test (pvt) and confirmed the device was functioning as expected. The philips asp performed a full pvt to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.